Event description:
Healthcare professional reported deflated textured saline implant. The device has been explanted. This record relates to an right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.